Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, there is a defect in the system. There was no reported patient involvement.

Manufacturer narrative:
On (B)(6) 2016, additional information was received. The ge healthcare service representative advised that this device was still able to ventilate in its unrepaired condition.